Event description:
A long hair was found in a new sealed "sterile" tracheal suction catheter kit. The kit is from cardinal health, (B)(4). It is an airlife tri-flo suction cath-n-glove kit. The lot # is y10e1265. The kit was made in (B)(4). Catalog # is 4895t. I received the kit as part of a case from (B)(6). The outside of the package clearly states, contents in unopened, undamaged package are sterile." The package I have is neither opened nor damaged. My son is immunocompromised and I am concerned that these dirty catheters may be the cause of two recent hospitalizations for tracheitis infections. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: tracheostomy, ventilator dependent.